Manufacturer narrative:
The dilator was returned inside the sheath with traces of blood on the components. The sheath and dilator were not found to be mismatch. The sheath tip was found to be frayed. No damage found on the dilator. The evaluation confirms the reported damaged sheath. We are unable to determine how this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) sheath and dilator were different sizes resulting in a gap between them. This caused the sheath to be unable to be used. The customer used a new insertion kit successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) sheath and dilator were different sizes resulting in a gap between them. This caused the sheath to be unable to be used. The customer used a new insertion kit successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) sheath and dilator were different sizes resulting in a gap between them. This caused the sheath to be unable to be used. The customer used a new insertion kit successfully. There was no patient harm or adverse event reported.